Event description:
It was reported that the lead was explanted and replaced due to high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation: internal insulation abrasions were noted at 7.8-8.3cm and 12.1-13.1cm from the distal end. Internal insulation abrasion under the rv shock coil was noted at 6.1-6.2cm from the distal end. The etfe coating was intact at these locations. External insulation abrasion due to an unknown cause was noted on the is-1 connector leg at 6.2-6.5cm from the connector pin. The outer coil was exposed at this location. This is consistent with the observation from the field of high capture threshold.